Event description:
IV team called by primary rn to place IV on pt. Attempted to placed 20g 10cm powerglide (lot rejz0320). Was able to cannulate vessel w/o [without] issue and deploy guidewire w/o resistance. This rn was able to deploy catheter and was able to hub the device against the pt's skin. Next, when withdrawing needle and guidewire from catheter, I met a great deal of resistance. This rn stopped and immediately removed the entire apparatus from the patient's arm. Guidewire present and catheter intact. This rn visually confirmed presence of purple catheter tip. Once device was removed from patient, this rn pulled the catheter from the needle/guidewire apparatus. I was able to deploy the safety device at that time. After I had the two pieces apart, I attempted to flush the IV catheter, very little flow, not consistent with expected flow through a 20g catheter was noted. Primary rn notified of same. I have retained the catheter, needle/guidewire apparatus and device packaging in the IV team office.